Event description:
During knee arthroscopy with acl reconstruction, the disposable handpiece called an arthrocare wand was being utilized in the joint. A metal disc at the tip of the arthrocare came off and was discovered in the joint. It was retrieved by the surgeon.